Event description:
A report was received that the patient was experiencing pain over the ipg site. It was also noted that the patient¿s ipg placement was being caught on pants and it was uncomfortable for the patient. The patient will undergo a revision procedure wherein the ipg will be placed deeper or higher.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved higher and did not make new incision. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain over the ipg site. It was also noted that the patient¿s ipg placement was being caught on pants and it was uncomfortable for the patient. The patient will undergo a revision procedure wherein the ipg will be placed deeper or higher.